Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer rolled over and pressed the t:lock connection into the screen and the touch screen became shattered. Additionally, the majority of the pump touch screen became black and would no longer display. Customer's blood glucose was 160 mg/dl. Reportedly, customer did not have a form of backup therapy and declined follow-up from tandem technical support to ensure backup therapy was obtained.